Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer bone scr 6.5x35 self-tap cat#00625006535 lot#62935956; zimmer bone scr 6.5x25 self-tap cat#00625006525 lot#62893291; the device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00440, 0001822565 - 2020 - 03419, 0002648920 - 2020 - 00441.

Event description:
It was reported the patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent a revision surgery approximately 5 years later due to pain, difficulty ambulating/new prescribed use of assistive device, and suspected femoral component loosening. Intraoperatively, altr, necrosis, trunnionosis, and loose femoral component with no boney ingrowth were encountered. The initial cup was well fixed and remains implanted. The liner, head and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.